Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU document no.: (B)(4) rev.: 5 section: IFU states the detection method in tjf-q170v operation manual 3.3 inspection of the endoscope. IFU document no.: (B)(4) rev.: 2 section: IFU states the preventative measures in tjf-q170v reprocessing manual 5.5 manually clean the endoscope and accessories. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, foreign material was found in the duodenovideoscope's forceps elevator. There was no patient involved.